Manufacturer narrative:
Kannath, s. K., rajan, j. E., sylaja, p., sarma, p. S., sukumaran, s., sreedharan, s. E., & kapilamoorthy, t. R. (2018). Dwell time of stentriever influences complete revascularization and first-pass tici 3 revascularization in acute large vessel occlusive stroke. World neurosurgery, 110, 169-173. Https://doi.org/10.1016/j.wneu.2017.10.155. The solitaire fr stents have not been returned for evaluation; product analysis cannot be performed. Symptomatic intracerebral hemorrhage (sich) is a known complication of mechanical thrombectomy treatment of patients with acute ischemic stroke. Based on the reported information, there does not appear to have been any defect of the device during use. The events occurred in the patients post-procedure and its cause could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic literature review found reports intraparenchymal hemorrhage after solitaire fr mechanical thrombectomy. The purpose of this article was to analyze the effect of different stent deployment dwell time (dt) on final angiographic and clinical outcomes of patients who underwent mechanical thrombectomy of large vessel occlusion in acute ischemic stroke. The authors retrospectively 40 patients (mean age 56.85 years, 65% male) who presented to their stroke center with acute ischemic stroke. All patients underwent mechanical thrombectomy using a solitaire fr stent. The article states that symptomatic intraparenchymal hemorrhage (parenchymal hematoma type 2) was observed in 4 of the 40 patients p ost-procedure.